Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient was seen in clinic due to syncopal episodes. The physician stated that this could be related to muscle noise, oversensing or under pacing due to safety mode. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.